Manufacturer narrative:
A review of the manufacturing records associated with these devices indicated that they were successfully processed according to requirements. The DHR did not identify any manufacturing process-related non-conformances, scrap, or rework performed during production that could have caused or contributed to this event. The DHR review ensures each device meets required specifications and associated testing prior to release for distribution/sale. The devices were not returned as they were disposed of by the medical facility. As such, physical analysis has not been conducted in our laboratory. A labelling review was performed based on dfu and it did not reveal any anomalies as it states: implanted device components (stimulator, lead, or lead extension) may move from original location or wear through the skin, which may lead to the need for additional surgery and is a known risk with the use of deep brain stimulation (dbs). The devices were not returned as they were disposed of by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. This review determined that the reported event of erosion is a known inherent risk with the use of deep brain stimulation (dbs).

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the extension site where it connects to the lead, resulting in exposure of the lead extension. The patient subsequently underwent a revision procedure where the lead extensions were replaced. The patient was doing well postoperatively. The explanted devices were disposed of at the facility and were not returned.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced erosion at the extension site where it connects to the lead, resulting in exposure of the lead extension. The patient subsequently underwent a revision procedure where the lead extensions were replaced. The patient was doing well postoperatively. The explanted devices were disposed of at the facility and were not returned.

Manufacturer narrative:
Block b3 date of event: approximated based on the date the manufacturer became aware of the event as the patient was not certain of the exact event date. Additional suspect medical device component involved in the event: model: db-3216-55, serial: (B)(6), batch: 5002918, catalog description: argyle extension 55 cm sterile kit, UDI: (B)(4).